Manufacturer narrative:
(B)(4). Evaluation codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26312 it was reported that during an implant procedure the patient had emesis and postoperatively the patient experienced extreme throat irritation. The patient has a history of reflux. The patient was seen for reprogramming and the patient reported a fever of 101 and chills, however at the physician's office the temperature was normal. The patient was prescribed antibiotics and the leads were removed. The issue has been resolved.